Event description:
The cause of the alarm was not identified. There were no patient symptoms associated with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory and low voltage hazard alarms despite being connected to fully charged 14v batteries or when the black power cable was disconnected were not confirmed. The provided information indicated the system controller, 14v batteries and battery clips were exchanged. The cause of the alarms was not known, and no products will be returned for further analysis. No log files were submitted for review and the account indicated no further information would be made available. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and low voltage hazard alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms and low voltage hazard alarms despite being connected to fully charged batteries or when the black power cable of the controller was disconnected. The controller, battery clips, and batteries were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.